Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a catheter restriction alarm and a fiber optic sensor failure alarm. The getinge representative reviewed the probable cause of a severe kink. There was no visible external kinks, no signs of blood in the helium tubing and all connections were reported to be secure. All troubleshooting options were unsuccessful of resuming the therapy. The getinge representative reviewed pulling the iab back a few millimeters through the sheath to help relieve the kink. The customer agreed and this resulted in a successful resumption of therapy via the ¿iab fill¿ and ¿start¿ keys. However, the fiber optic sensor failure was not able to be resolved. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period apr-2020 to mar-2022 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint#: (B)(4).

Event description:
N/a.